Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially torn. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic adnexal resection, the subject device was used. After about 90 minutes since the surgery began, the tissue pad of the subject device was damaged. The tissue pad fell or it was partially separated including severe wear or partial loss. The intended procedure was completed with another device. There was no patient injury reported.